Event description:
Medtronic received information that approximately five years following the implant of this transcatheter bioprosthetic valve, the patient reported shortness of breath at rest. A transthoracic echocardiogram (tte) was performed and identified severe aortic stenosis. New york heart association functional class iii was identified. Approximately six weeks later a redo transcatheter aortic valve replacement (tavr) procedure was attempted and transitioned into valvuloplasty. Aortic stenosis (as) was reported as resolved. Following the procedure, arm weakness was noted and cerebral vascular accident (cva) was ruled out. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released man ufacturing processes and met all applicable manufacturing specifications prior to release for distribution. An image file was received for review. The images provided confirm the re-stenosis of the valve but the mechanism was not known. There were no images of the procedure that could be commented on for this event. Stenosis and high gradients of bioprosthetic valves could be due to structural valve dysfunction (e.g. Calcification), thrombosis, and/or nonstructural dysfunction (e.g. Pannus, obstruction). The presence of stenosis and high gradients could potentially represent the diminish of the expected maximum eoa of the device which can potentially translate into incomplete coaptation and / or restricted leaflet motion. However, without device return for analysis, the failure mechanism of the device could not be established, and the conclusive cause of the reported stenosis and high gradients could not be determined. Per instructions for use (IFU), coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique) and/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia). With the information provided, a conclusive root cause of the coronary occlusion could not be determined. In this case, a balloon aortic valvuloplasty (bav) was performed. Following the bav, the patient's symptom indicated that stenosis and high gradients could have still been present. Subsequently, a non-medtronic valve was surgically implanted within the transcatheter aortic valve. Based on the available information provided and without device return for analysis, a conclusive cause of the issues could not be determined. Additional codes. Eval code method, eval code result and eval code conclusion medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve remains implanted with a 26mm non-medtronic valve was implanted valve-in-valve. However, the leaflets of the evolutr-29 were removed during the valve-in-valve procedure. The leaflets were returned for analysis. A supplemental report will be filed upon completion of the analysis. Eval code method, eval code result, and eval code conclusion . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5 - additional information was received that prior to the valve-in-valve procedure, echocardiogram showed the stenosed valve with a peak gradient of 83.3 mmhg, a mean gradient of 43.4 mmhg and a valve effective orifice area of 0.81 square centimeter (cm2). Following the implant of the non-medtronic transcatheter valve, worsening anxiety occurred and was treated with medications. Anemia with no overt bleeding occurred. One unit of packed red blood cells (prbcs) were administered. No additional adverse patient effects were reported. Analysis: upon receipt at the medtronic analysis lab, the multiple tissue pieces were received inside a heart valve return kit submerged in clear 0.2% glutaraldehyde solution. Visual evaluation of the return showed that three leaflets along with fragments of host tissue were returned. Leaflets appeared tan and stiff. Severe intrinsic and extrinsic calcification was observed on both sides of the leaflets. Calcification nodules were noted on several pieces of tissue including all leaflets. Due to the return condition of the device, an assessment of the commissures could not be performed. Due to the return condition of the device, coaptation could not be assessed. Remnant pieces of thick, glistening white pannus were returned. Pannus was also adhered to several host pieces. Radiography revealed calcification on all leaflets and host pieces. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released man ufacturing processes and met all applicable manufacturing specifications prior to release for distribution. An image file was received for review. The images provided confirm the re-stenosis of the valve but the mechanism was not known. There were no images of the procedure that could be commented on for this event. Conclusion: stenosis and high gradients of bioprosthetic valves could be due to structural valve dysfunction (e.g. Calcification), thrombosis, and/or nonstructural dysfunction (e.g. Pannus, obstruction). The presence of stenosis and high gradients could potentially represent the diminish of the expected maximum eoa of the device which can potentially translate into incomplete coaptation and / or restricted leaflet motion. In this case, there were three leaflets along with fragments of host tissue were returned for analysis. Leaflets appeared tan and stiff. Severe intrinsic and extrinsic calcification was observed on both sides of the leaflets. Calcification nodules also noted on several pieces of tissue including all leaflets. Due to the return condition of the device, an assessment of the commissures and coaptation could not be performed. Based on the current information available and device return analysis, the failure mechanism of the device could not be established, and the conclusive cause of the reported stenosis and high gradients could not be determined. B6 - laboratory data added h6 - ime, imf and eval code method coding added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5, b7, h6 annex e, conclusion, and annex f codes, conclusion conclusion: a review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released man ufacturing processes and met all applicable manufacturing specifications prior to release for distribution. An image file was received for review. The images provided confirm the re-stenosis of the valve but the mechanism was not known. There were no images of the procedure that could be commented on for this event. Stenosis and high gradients of bioprosthetic valves could be due to structural valve dysfunction (e.g. Calcification), thrombosis, and/or nonstructural dysfunction (e.g. Pannus, obstruction). The presence of stenosis and high gradients could potentially represent the diminish of the expected maximum effective orifice area (eoa) of the device which can potentially translate into incomplete coaptation and / or restricted leaflet motion. Per the instructions for use (IFU), coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). With the information provided, a conclusive root cause of the coronary occlusion could not be determined. In this case, a balloon aortic valvuloplasty (bav) was performed and a second valve was not implanted at that time. Following the bav, the reported stenosis was resolved and no gradients were present. The day following the balloon valvuloplasty a basilar artery aneurysm was identified via a CT. This aneurysm was reported as an incidental finding. It was unknown if this was a chronic condition of the patient. With the limited information available, a direct correlation could not be made between the aneurysm and the medtronic products. The patient continued to experience shortness of breath and fatigue. Ultimately a sternotomy for excision of valve leaflets was performed and a 26mm non-medtronic valve was implanted valve-in-valve. The patient's symptoms indicated that stenosis and high gradients may still have been present. In this case, there were three leaflets along with fragments of host tissue were returned for analysis. Leaflets appeared tan and stiff. Severe intrinsic and extrinsic calcification was observed on both sides of the leaflets. Calcification nodules also noted on several pieces of tissue including all leaflets. Due to the return condition of the device, an assessment of the commissures and coaptation could not be performed. Based on the current information available and device return analysis, the failure mechanism of the device could not be established, and the conclusive cause of the reported stenosis and high gradients could not be determined. Bleeding is a known potential adverse effect per the IFU and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. The issue is commonly resolved through a blood transfusion or provision of packed red blood cells. Based on the limited information available, an assignable root cause of the bleeding cannot be determined and the relationship to the medtronic device could not be established. As reported the anemia originated following the initial implant of the transcatheter valve, therefore, was not considered related to the transcatheter replacement. The fever was possibly caused post seizure as there was no source of infection. The cause of the seizure was not determined as a magnetic resonance imaging (MRI) could not be tolerated by the patient. The anxiety was not related to the medtronic products. These types of reported events are known potential adverse effects per device IFU. This event does not indicate device misuse or malfunction. This report was submitted as part of a retrospective review and remediation per d00916038. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that following the implant of the non-medtronic valve, worsening anxiety occurred and was treated with medications. Anemia with no overt bleeding occurred. One unit of packed red blood cells (prbcs) were administered. Additional information was received which indicated that indicated that the anemia originated following the initial implant of the transcatheter valve, therefore, was not considered related to the transcatheter replacement. There was no baseline history (prior to valve implant) of a cerebral vascular accident (cva). However, the neurological work-up conclusion noted a possible relation to the cva post the transcatheter valve implant procedure (captured in regulatory report # 2025587-2017-00544). Further, the day after the valve-in-valve procedure, a seizure was noted post procedure during sedation reduction. The seizure was managed by medications and resolved. The day after the valve-in-valve procedure fever was identified and treated with antibiotics. The fever was possibly caused post seizure as there was no source of infection. The cause of the seizure was not determined as a magnetic resonance imaging (MRI) could not be tolerated by the patient. A computed tomography (CT) was performed for the arm weakness and left-sided weakness. The day following the balloon valvuloplasty a basilar artery aneurysm was identified via a CT. This aneurysm was reported as an incidental finding. It was unknown if this was a chronic condition of the patient. The CT noted no bleeding but a chronic cva; cortical right middle cerebral artery accident. A cerebral angiogram completed. A magnetic resonance imaging (MRI) / magnetic resonance angiogram (mra) was planned as an outpatient. Treatment was required, but details were not reported. The resolution was not reported. Approximately 27 days following the transcatheter valvuloplasty, the patient presented to emergency department with shortness of breath. A computed tomography (CT) was negative for pulmonary emboli. A transthoracic echocardiogram (tte) showed no aortic regurgitation nor stenosis. No treatment reported. The patient was hospitalized, and this event was considered resolved one day later. Additional information was received which indicated the anxiety resolved 7 days following onset. It was now reported the anxiety was not related to the medtronic products. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the anemia was not related the the valve nor to the valve procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information was reported that prior to the balloon aortic valvuloplasty (bav) with a 22mm balloon, a gradient of 50 millimeter of mercury (mm hg) was noted. Normal coronary arteries were visualized. During the bav, when the balloon was inflated and during contrast injection, no coronary flow was noted. Due to the absence of coronary flow, a transcatheter aortic valve replacement was not performed. Following the bav no aortic insufficiency and no gradient were present. No additional adverse patient effects were reported. H6. Patient codes and device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that following the valvuloplasty, the patient continued to experience shortness of breath and fatigue. Approximately five years, five months following valve implant, the patient underwent surgery via sternotomy for excision of valve leaflets. A 26mm non-medtronic valve was implanted valve-in-valve. No additional adverse patient effects were reported. Additional codes. Annex f corrected data a1. Pt. Identifier medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.